Event description:
During an ablation procedure, it was reported that the user attempted to remove the ceramic mini-bolt vue bolt using the insertion driver & blue insertion driver adapter. The interface between the vue adapter & ceramic bolt became stripped during the process, so the surgeon attempted to remove the bolt using a surgical clamp rather than using the provided removal tool. While attempting to remove the bolt with the surgical clamp, the ceramic bolt broke apart where the clamp was contacting the bolt. The surgeon was then required to drill out the bolt.

Manufacturer narrative:
The mini-bolt bue insertion adapter is designed to be torque-limiting to prevent damage to the mini-bolt vue during insertion. A separate titanium mini-bolt removal tool is provided by monteris for removal of the mini-bolt vue and is indicated in the mini-bolt instructions for use (IFU internal part number: 80437). The mini-bolt & mini-bolt vue are not designed to be removed with surgical clamps or other surgical instruments, and use of such tools for mini-bolt vue removal is not indicated in the IFU. It should also be noted that the surgeon indicated the patient suffered no additional comorbidities due to this event.

Manufacturer narrative:
This supplemental report updates section h1 to indicate "serious injury" instead of "malfunction" based on reassessment. Additionally, the health effect - clinical code and impact code were corrected. It is to note that following the clinical code "device embedded in tissue or plaque", the device was successfully removed with surgical excision. Other information in the original report remains accurate.

Event description:
During an ablation procedure, it was reported that the user attempted to remove the ceramic mini-bolt vue bolt using the insertion driver & blue insertion driver adapter. The interface between the vue adapter & ceramic bolt became stripped during the process, so the surgeon attempted to remove the bolt using a surgical clamp rather than using the provided removal tool. While attempting to remove the bolt with the surgical clamp, the ceramic bolt broke apart where the clamp was contacting the bolt. The surgeon was then required to drill out the bolt.